Event description:
It was discovered during the investigation, that the rosa arm was drifting due to connection issues. No adverse events have been reported as a result of the malfunction. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Physical and technical evaluation was performed by a field service engineer (fse) due to reports of unknown robotic errors, collision errors, and arm drifting. The fse provided the logs for further analysis to determine a root cause of the issue. The team confirmed the issue was hardware based, likely on the force sensor or the sensor cable. The fse replaced the force torque (ft) sensor cable and reset the arm movement. The collision errors were cleared and the drifting no longer occurred. The unit passed all tests and checks and was released back to the customer's as fully operational. The serial number of this device was reviewed for any deviations and/or anomalies in the servicing/maintenance process that may have contributed to this reported event. No deviations or anomalies were discovered; therefore, it is not expected that the servicing/maintenance process contributed to the reported issue. The device was previously serviced and no issues related to the reported event were found. With the information currently available, the cause for the errors and drift was determined to be the malfunctioning ft sensor cable. A definitive root cause for the malfunction cannot be determined at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.